Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on 03feb2022, the urinary foley catheter was indwelled into the patient. On (B)(6) 2022, the catheter was half prolapsed and the nurse found that the ruptured water sac at the urethral orifice. After pulling out the urinary catheter, when the user checked the urinary catheter, it was found to be completely ruptured and there was no liquid left. The catheter indwelling was stopped and an explanation was given to the patient. Device failure performance was mentioned as the sac of the catheter ruptured in the bladder and caused the catheter to come out.

Event description:
It was reported that on 03feb2022, the urinary foley catheter was indwelled into the patient. On (B)(6) 2022, the catheter was half prolapsed and the nurse found that the ruptured water sac at the urethral orifice. After pulling out the urinary catheter, when the user checked the urinary catheter, it was found to be completely ruptured and there was no liquid left. The catheter indwelling was stopped and an explanation was given to the patient. Device failure performance was mentioned as the sac of the catheter ruptured in the bladder and caused the catheter to come out. Per follow up information received via ibc on 16aug2022, it was stated that no missing pieces of balloon were found inside the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.